Manufacturer narrative:
The actual devices used during treatment were not provided for investigation. However, the practice provided an ulthera system support log containing the patient's individual exam records. A review of the exam records within this support log revealed the ulthera equipment performed as intended and the devices were used in accordance with the ulthera system instructions for use. The review of this support log also identified two transducers were used along with the ulthera system control unit and handpiece during treatment. A review of the device history record (DHR) for the control unit used during treatment found no non-conformances or rework associated with the manufacture of this device. Two deviations were listed; however, these deviations were unrelated and would not have contributed to this reported event. A review of the handpiece and both transducer dhrs found no non-conformances, deviations, or rework was associated with the manufacture of these devices. All devices used during treatment passed required testing prior to distribution. A review of the ultherapy patient complaint trending analysis for reported issue of "tenderness/soreness/pain/sensitivity to touch" found that a trend has been identified and a CAPA has been opened to investigate the issue. A review of the ultherapy patient complaint trending analysis for reported issue "palsy or paresis - moderate" revealed that the reported issue has not occurred at a high enough frequency to generate a trend and will continue to be monitored. As the treatment provider stated the ulthera system devices performed as intended during treatment and no malfunctions were identified during investigation, it is not confirmed whether an ulthera device caused or contributed to the event and the root cause of the reported issues are unknown. However, a contributory role to the treatment with ulthera system cannot be excluded with certainty. No additional information is available at this time. If additional information is received, a supplemental medwatch form will be submitted.

Event description:
The physician assistant at the practice provided an update on the patient's condition on (B)(6) 2019, stating that the " . . . Patient is improving with regular physical therapy. A recent emg showed improvement of the patient's brachial neuritis. She is being seen regularly by her neurologist and physical therapist." No additional information is available at this time.

Manufacturer narrative:
The investigation is ongoing, and when additional information becomes available, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a practice reported via email a patient who had received an ultherapy lower face and neck treatment on (B)(6) 2019 was experiencing, "left should[ER] pain at night and left hand weakness/decreased strength" five days after the treatment. The practice then reported the patient was diagnosed with, "brachial neuritis caused by inflammatory response," was prescribed oral steroids and oral gabapentin, and is beginning physical therapy.